Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture and silicone migration.

Event description:
Healthcare professional reported right side rupture confirmed through ultrasound, pain, slight increase in apparent volume, hardening, "nodule in the right breast due to its characteristics is compatible with siliconoma", right axillary siliconomas. The device remains implanted.